Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018. Customer's blood glucose value was 32 mg/dl. The customer's current blood glucose is 304 mg/dl. Customer decline to troubleshoot for low blood glucose level. Customer stated she had blood at sight. The sensor will not be returned for analysis.